Event description:
Cerebral angiogram being performed. Frontal tube locked up with multiple error signs on equipment. Room had to be shut down and reset. Added approx 15 minutes of study time on a vented critical pt.